Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a, d9, h6.

Event description:
Healthcare professional reported "prosthesis ruptured". Later, healthcare professional reported "new 8.0mm long hypoechoic at 9 o'clock on the right breast. It appears to be distributed along the pipeline, requiring a biopsy to cause papilloma", "several lymph nodes with thickened cortex", "category 4a, high probability of positive", "inflammation" and "suspected right papilloma lesions" diagnosed via ultrasound. This relates to the right side. The device was explanted and replaced by another company's device. The device will be returned.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "prosthesis ruptured". Later, healthcare professional reported "new 8.0mm long hypoechoic at 9 o'clock on the right breast. It appears to be distributed along the pipeline, requiring a biopsy to cause papilloma", "several lymph nodes with thickened cortex", "category 4a, high probability of positive", "inflammation" and "suspected right papilloma lesions" diagnosed via ultrasound. This relates to the right side. The device was explanted and replaced by another company's device. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "prosthesis ruptured". Continued e1 phone number: (B)(6). Clarification to partial date of implant: 2016 was provided.

Event description:
Healthcare professional reported "prosthesis ruptured". Later, healthcare professional reported "new 8.0mm long hypoechoic at 9 o'clock on the right breast. It appears to be distributed along the pipeline, requiring a biopsy to cause papilloma", "several lymph nodes with thickened cortex", "category 4a, high probability of positive", "inflammation" and "suspected right papilloma lesions" diagnosed via ultrasound. This relates to the right side. The device was explanted and replaced by another company's device. The device will be returned.